Manufacturer narrative:
Visual inspection confirmed the reported complaint. The hooded portion of the outer sheath has broken off at the weldment. Contact points on a section of the broken hood were observed. The break shows splaying at the hood and sheath, consistent with excessive side loading during use. Functional inspection was performed and the inner burr rotated freely within the outer blade, no friction was felt in the unloaded condition. The device was inspected dimensionally and found to meet design requirements. The most likely root cause of the reported event was identified to be excessive force placed on the device during use. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during use. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.